Event description:
A customer reported that the aspen system was giving a 50% error when calculating "vti" with auto doppler, which could contribute to misdiagnosis. Investigation found the system to operating per specs, and event to be user-preference related.